Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. No imaging was performed before the extraction. Prior to the procedure, a spectranetics bridge occlusion balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event of an emergency, the bridge balloon could be positioned and inflated quickly within the superior vena cava (svc) to provide occlusion as a rescue measure. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. Beginning with a spectranetics glidelight laser sheath and a spectranetics visisheath dilator sheath, the rv lead was extracted successfully. The bridge balloon remained in the patient for approximately one hour while the case was completed; emergent use of bridge was not required. The bridge was then removed from the patient, with no thrombus observed. However, post-procedure, the physician noticed a large clot in the ra on echo, and was concerned it may have had to do with the bridge in-dwell time within the patient. The clot dissolved on its own, with no further intervention or treatment required. No patient injury was reported, and the patient was reportedly doing well. This report captures the staged bridge balloon within the patient for approximately 1 hour, which may have caused or contributed to the clot. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
A4): patient's weight unk. B7): other relevant history unk. D4): device lot number, expiration date unk. Partial UDI populated. H4): device manufacture date unk because lot number unk. H6): although thrombus is a known inherent risk of device, the spectranetics IFU states "prophylactic placement of the bridge occlusion balloon is recommended after all lead extraction preparation has been completed and just before the use of any extraction sheaths in order to minimize balloon dwell time". The physician prophylactically staged the bridge balloon before lead preparation was complete, which was determined to be use error/failure to follow instructions. Per physician, defibrillation threshold testing (performed on the new lead) could have caused the clot. Additionally, philips clinical assessment noted that other concomitantly used devices in the heart, and/or rebound hypercoagulability due to discontinuation of eloquis five days prior to the procedure, could also have caused/contributed to the clot. Therefore, the cause of the reported event could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.